Event description:
It was reported that patient underwent revision of the acetabular component because the socket was mal-positioned and loose.

Manufacturer narrative:
Catalog number unknown at this time. Device description reported as unknown psl-ha shell. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Device not returned to manufacturer.